Event description:
Patient stated she had an issue with cassette last night, she used ekit; used one mix from ekit. New order scheduled for delivery. No lot number given. Patient did not provide explanation or elaborate on type of issue she was experiencing. Did the product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Unk; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.